Event description:
First use "blood leaks" reported to sales & marketing. There were four leaks, all were reportedly from the same lot and case. Actual dialyzers discarded by the end users. Remainder of case has been requested for eval. Further info concerning pt events has also been requested by fax on 4/24/98. On 4/27/98 tepehone call made to nurse manager to verify receipt of fax sent and the request for info. Message left on voice mail. On 4/28/98 nurse manager confirmed that she has rec'd the request for info and will try to obtain info from hosp records. 5/4/98 have not rec'd info to determine reportability for MDR filing. 5/11/98 left message checking status of available info. 5/17/98 nurse manager reports that three of the pt events did not involve blood loss, there were no adverse effects and no med intervention was necessary. One event involved blood loss to the pt due to discard of the extracorporeal circuit (200 cc). This pt did receive a transfusion of one unit, based on the hematocrit findings (specific lab info was not provided but requested). MDR filed due to med intervention required and the blood loss reported for this one pt event.